Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump had diminished battery life and was over delivering insulin. The customer¿s blood glucose level was unknown at the time of the incident. The customer declined to provide further details. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify low battery alert and over delivery anomaly due to blank display. (B)(4).